Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation was increasing on its own. This started 3 weeks prior to report. No traumas or falls were reported but the patient stated that they were working outside in a thunderstorm around the time the stimulation started increasing on its own. The patient did have adaptive stimulation on. The patient considered this a sudden change in therapy/symptoms. Relevant medical history included: spinal pain